Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: "ventilator screen went black with red alarm at top stating 'panel connection lost' tried to readjust cable connecting the ventilator and monitor however no effect. Happened 4 times. Patient still ventilating, chest rise and fall with co2 trace on monitor and good saturations." No clinical signs, symptoms or conditions reported. Additional device was required.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the complaint was received as a report of a "panel connection lost" alarm on the hamilton ventilator during patient ventilation. The user mentioned that the issue was already observed 3 times prior to the current complaint. The device was returned to hamilton medical UK for investigation. It must be indicated that despite the issue the ventilation continues. Logfile analysis: · the event occurred on 02.12.2024 and was confirmed in the logs. · the "panel connection lost" error was recorded, followed by a "panel reconnection." · ventilation continued without interruption during the alarm occurrences. · no patient harm or health deterioration was observed during the event. Root cause: · the root cause was likely a component failure, but additional details could not be identified due to a lack of information from the user. Despite multiple follow-up requests, no further information was provided.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: "ventilator screen went black with red alarm at top stating 'panel connection lost' tried to readjust cable connecting the ventilator and monitor however no effect. Happened 4 times. Patient still ventilating, chest rise and fall with co2 trace on monitor and good saturations." No clinical signs, symptoms or conditions reported. Additional device was required.